Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was isolated to the electrode belt trunk cable being pulled and cut from the distribution node (dn), damaging multiple wires within the cable. The root cause for the cut trunk cable was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.